Event description:
In-stent restenosis was noted two days following the procedure. The patient is reported to be asymptomatic and in good condition with collateral flow at both the anterior and posterior communicating arteries. No other information was reported.

Event description:
In-stent restenosis was noted 23 days following the procedure. The patient is reported to be asymptomatic and in good condition with collateral flow at both the anterior and posterior communicating arteries. No other information was reported.

Manufacturer narrative:
(B)(4).

Event description:
In-stent restenosis was noted 23 days following the procedure. The patient is reported to be asymptomatic and in good condition with collateral flow at both the anterior and posterior communicating arteries. No other information was reported.

Manufacturer narrative:
Date of this report - corrected. Conclusion: other for anticipated procedural complication. A device history record review found that the device met all material, assembly and performance specifications. The device remains implanted so was not available for evaluation. From the information provided there is no indication that there was any device malfunction, nonconformance or misuse that contributed to the reported event. Restenosis is a known and anticipated complication to these types of procedures and is listed as such in the directions for use. Therefore it was determined that the reported event was an anticipated procedural complication.

Event description:
In-stent restenosis was noted 26 days following the procedure. The patient is reported to be asymptomatic and in good condition with collateral flow at both the anterior and posterior communicating arteries. No other information was reported.

Event description:
In-stent restenosis was noted 14 days following the procedure. The patient is reported to be asymptomatic and in good condition with collateral flow at both the anterior and posterior communicating arteries. No other information was reported.

Event description:
In-stent restenosis was noted 23 days following the procedure. The patient is reported to be asymptomatic and in good condition with collateral flow at both the anterior and posterior communicating arteries. No other information was reported.